Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and a leak between the injection site and the bag was observed. A pressure test was performed on the returned sample, and a leak between the injection site and the bag was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50ml intravia bag was leaking. The leak was observed on the side of the dosing port where the collar meets the bag as well as the space the needle typically occupies upon dosing. This was observed prior to patient use. There was no patient involvement. No additional information is available.